Event description:
It was reported the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Simulated use test of the received o2 and air gas module have reproduced the described customer issue. Evaluation of the received device logs confirms the reported event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 and air gas module, where concluded that the nozzle has a contributing effect to this behaviors, but the root cause has not yet been fully established in this case.

Event description:
Manufacturer ref.#: (B)(4).